Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received.

Event description:
At the beginning of phacoemulsification, microparticles with a metallic appearance were expelled from the handpiece into the anterior chamber and the iris. The particles were aspirated from the eye with no impact to the patient.

Manufacturer narrative:
One bl3170 stellaris handpiece, (B)(4) was returned in a cardboard box along with one empty bottle of aq500p balanced salt solution from lot 702219, an opened, used bl5114 pack from lot v8526, a needle wrench, a sheet of paper with particles taped to it and a small plastic vial containing a piece of gauze with particles on it. Visual inspection of the handpiece found no visible damage to the nose area. The handpiece data displayed tune count 57, on-time 4424778 and average power 0. A filter test was performed on the handpiece by injecting water through the irrigation tube on the side of the handpiece and then out through the nose of the handpiece onto a 0.45 micron filter. The water was vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found multiple dark colored particles too small to see with the unaided eye. Inspection of the piece of gauze found several dark colored particles that have a metallic appearance. The particles are .03 microns or less in size. A sheet of paper with particles taped to it was inspected using the microscope. There are several particles visible. The largest particle is approximately .07 microns in size. The rest of the particles are smaller. The needle wrench has visible damage on the flats with material missing. The bottle of balanced salt solution has leaked out all over the pack assembly. The pack is dirty with fluid in the lines and dried solutions all over it. The filter, sheet of paper and the gauze were sent to the lab for further analysis. The particles were analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem).the analyses indicated that the particle on the paper and the particle on the gauze consist primarily of metallic aluminum. Lesser concentrations of saline residue and mineral deposits were also detected. The analyses indicated that the particle on the filter consists primarily of aluminosilicate minerals, organic material, and barium sulfate. A review of the manufacturing records found the device met all specifications at the time of release. The cause of the reported event and origin of the particles cannot be determined.